Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during surgery, the lens was torn before loading so a new lens was used to complete the surgery. Additional information has been requested but no information is available at the time of this report.